Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received a low battery warning. Surgical intervention may be undertaken at a later date to address the issue.

Event description:
It was reported that surgical intervention took place (B)(6) 2024 wherein the device was explanted and replaced to resolve the issue.